Event description:
A malfunction alarm was reported. The impact on the customer's blood glucose level was unknown as they declined to answer whether it exceeded 500 mg/dl. Technical support assisted the customer by providing pump reset information and helping to reset the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if further issues arose.